Event description:
It was reported that alarm 22 occurred and when attempting to resume insulin the alarm reoccurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to using multiple daily injections as a backup therapy.